Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found no blood visible, however there was contrast on the coils which is consistent with the guide wire being wiped down prior to shipment to abbott vascular for evaluation. Additionally, corrosion was noted on the guide wire coils proximal, center, and tip solder. A bend in the core 6 mm proximal to the tip ball appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. The guide wire tip was tugged on and it was noted that the tip ball corroded away from the core. Analysis also noted clear substance in the intermediate coils, 12.6, 12.8, and 13.1 cm distal to the proximal solder. Chemical lab analysis of the droplet found the sample was consistent with the guide wire hydrocoat primer. The maximum outer diameter (od) of the clear droplets was measured with a laser micrometer and found significantly larger than the accepted maximum outer diameter of the guide wire. Analysis also confirmed the reported inability to position the balloon catheter over the guide wire as an attempt was made to back load the guide wire through a new balloon catheter but the guide wire would not advance past the clear droplets on the guide wire. The balloon catheter used in the procedure was not returned which would have aided in the evaluation. The reported resistance between the guide wire and the balloon catheter is likely the result of the clear drops found on the guide wire.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery, the advance lite guide wire was placed; however, when the physician attempted to perform intervascular ultrasound (ivus) resistance was met near the tip of the guiding catheter. Although speculated, the reason for the resistance was not known. Post ivus, the physician attempted to deliver the non-abbott balloon for pre-dilatation but there was resistance between the advance lite and the non-abbott balloon at the same area as the ivus was performed; the balloon could not cross. The balloon, guide wire, and guide catheter were removed from the anatomy. A different guide catheter was used and a advance guidewire was used with a non-abbott balloon to pre-dilatate and two different xience v stents were deployed. There was no reported patient effect. No additional information provided. Device analysis revealed that when the tip was tugged on the core was separated from the tip ball.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: powered lacross 2.5x15: guiding catheter: taiga 6f radial left, guidex 6f yb4.0; stent: 2.75 x 28 mm xience v, 3.5 x 23 mm xience v; other: ivus (eagle eye). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.